Manufacturer narrative:
The investigation for low pump flow has been completed. The impella device was not returned for evaluation. Without additional clinical details, the root cause of the reported issues could not be determined.

Manufacturer narrative:
The impella device has not been received from the customer, therefore, investigation of the device has not been possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported that the impella rp flows dropped abruptly. There was no increase in motor current, no significant increase in purge pressure, and no significant decrease in purge flow. The impella was explanted. There was no thrombus appreciated on pump after explant, and the patient survived the event.